Event description:
After 3 years of successful cochlear implant use, this pt reportedly no longer responded to sound. Using the appropriate diagnostic equipment, it was determined that the device was not functioning according to manufacturer's specifications. Explantion/reimplantable surgery was successfully completed in 2005.